Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") and multiple sclerosis ("autoimmune disease: multiple sclerosis") in a (B)(6) year-old female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, 2 years 3 months after insertion and 1 day after removal of essure, the patient experienced multiple sclerosis (seriousness criterion medically significant). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy performed. Essure removed at patient's request). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and multiple sclerosis outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered multiple sclerosis to be unrelated to essure. The reporter commented essure was removed by laparoscopy at patient's request. Patient felt the device may have aggravated her condition. The physician considered multiple sclerosis as unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 07-aug-2017: essure device removal questionnaire received: patient's details updated. Patient was diagnosed with multiple sclerosis. This event was considered as unrelated to essure by the physician. Essure was removed by laparoscopy at patient's request. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 2 years 3 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and autoimmune disorder outcome was unknown. The reporter provided no causality assessment for autoimmune disorder and medical device removal with essure. The reporter commented: post insertion the patient wad diagnosed with autoimmune disease. Patient felt the device may have aggravated her condition. Company causality comment: this medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced autoimmune disease. Essure removal was performed 2 years and 3 months after insertion. Autoimmune disease is unanticipated, while essure removal is anticipated in the reference safety information for essure. In this case, there is no information about the patient's previous and concomitant medical conditions. Considering essure is a method of local, mechanical action, causality between the event autoimmune disease and essure use was assessed as unrelated. The reason and circumstances of essure removal were not clear and further information is being sought. Considering the nature of the event, it was considered related to essure. This case was regarded as incident since a device removal was required. A product technical analysis is awaited.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 2 years 3 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and autoimmune disorder outcome was unknown. The reporter provided no causality assessment for autoimmune disorder and medical device removal with essure. The reporter commented: post insertion, the patient wad diagnosed with autoimmune disease. Patient felt the device may have aggravated her condition. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous physician report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced an autoimmune disease (unspecified) and essure removal, the latter performed 2 years and 3 months after insertion. Autoimmune disease is unanticipated in the reference safety information of essure, device removal is anticipated. In this case, there was no information about the patient's previous and concomitant medical conditions. Considering the systemic nature of autoimmune diseases and the local, mechanical action of essure in the fallopian tubes, a causality of essure for this event was assessed as unrelated. The reason and circumstances of essure removal were currently unclear, but considering the nature of the event, a causality of essure cannot be excluded (related). This case was regarded as incident since a device removal was required. A product technical analysis resulted in an unconfirmed quality defect, as lot number and complaint sample were not available. Further information was requested.